Manufacturer narrative:
(B)(4). It was reported that calcification was noted in the common femoral artery. The perclose proglide instructions for use states the safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other two proglide devices referenced are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that cuff misses occurred during suture placement using two proglide devices in the calcified right common femoral artery (rcfa) and a suture break occurred with one proglide device in the calcified left common femoral artery (lcfa) using the preclose technique prior to an interventional procedure to insert an impella device in the heart. Reportedly, four additional proglide devices were successfully pre-placed, two devices in the rcfa and two devices in the lcfa using the preclose technique. The sheath was upsized to a 13fr for both the rcfa and lcfa and the interventional procedure was completed. Hemostasis was achieved in both the lcfa and rcfa using the pre-placed sutures from proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.